Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited loss of capture, noise, and impedance anomaly. The device was reprogrammed, but the issues were not resolved. No additional information was available.